Event description:
It was reported that the device was explanted after implant duration of zero days, due to unsuccessful ring repair. Per the operative report (2009): "then 2.0 tycron sutures were placed around the annulus and a 30 mm annuloplasty ring was placed. However, there was still moderate to severe mitral insufficiency and due to the patient's age I felt that this was unacceptable." The ring was removed and the valve was replaced. The patient left the operation in stable but critical condition.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.